Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that they were hospitalized on (B)(6) 2018 on 1:09 pm due to a high blood glucose level of 300 mg/dl to 500 mg/dl and the other blood glucose values were given as 361 mg/dl, 250 mg/dl, the customer's blood glucose level 341 mg/dl. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The motor was tested outside of the device and passed. (B)(4).